Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient¿s battery was overdischarged due to recharge non-compliance. The rep reported that the device wasn¿t found when interrogated. The rep reset the device and the issue was resolved. No further complications were reported. Additional information received from the patient indicated that their ins was reset after the overdischarge, but since then, they have had to recharge every day. They stated that their stimulator is worthless and won¿t hold a charge for more than 6 hours. The patient added that it used to hold a charge for 4-5 days. They noted that for the past 6-8 months, they have had to charge their ins every 6 hours. The patient stated that they were having an unrelated back surgery on (B)(6) 2019 and wanted to know if the healthcare provider could put in a new ins at that same time. The patient was to follow-up with their healthcare provider. No further complications were reported or anticipated.